Event description:
Patient had reported erratic stimulation and the device was disabled as a result. The patient continued to report erratic stimulation after disablement. Device diagnostics were within normal limits. The physician concluded that the report of erratic stimulation was not related to vns therapy and attributed it to patient's psychiatric health. The patient was referred for vns explant as device was left disabled and underwent explant surgery. The explanted devices were received for analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The generator output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Review of the data downloaded from the pulse generator shows a hw reset condition. The pulse disabled byte was reset. The pulse generator diagnostics were as expected for the programmed parameters. Other than the noted events (pulse disabled ¿hw reset¿), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received from the neurologist. Per notes, the vns device was disabled during the previous appointment. The vns settings were readjusted given the side effect of erratic stimulation prior to removal of vns. The neurologist performed a reset of the generator, which changed the device settings.